Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm display or interrogation issues. Programmer passed functional testing. Programmer interrogates a device wirelessly. Programmer interrogates a device non-wirelessly with a known good rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer has screen problems (lines across screen, fluttering, etc). Unable to interrogate devices properly. The programmer was returned for repair. No patient complications were reported as a result of this event.